Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient¿s ECG signal on the last day of use captured in the data download. No deficiencies alleged. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient¿s ECG signal on the last day of use captured in the data download. No deficiencies alleged.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2023. Review of the download data, indicates the patient received one inappropriate treatment in response to nsvt. At 10:48:46, the device was started up on (B)(6) 2023. At 22:19:07, the patient received the inappropriate treatment. The patient's rhythm at the time of the treatment event was nsvt. The patient's post-shock rhythm was sinus bradycardia @ 30 bpm with pvc¿s, hb, obscured by CPR/motion artifact and electrode lead fall off. The device was shutdown at 22:19:38. The patient passed away on (B)(6) 2023 in the evening.